Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The device was also received with corroded keypad traces, moisture damage on the motor, battery tube, and vibrator assembly. Unable to perform the self test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery tests, or verify operating currents due to blank display. The following physical damage was noted: cracked reservoir tube lip, cracked casing at a display window corner, minor scratched lcd window, and scratched reservoir tube window.(B)(4).

Event description:
The customer reported via phone call that their insulin pump was exposed to moisture; the device got dropped in flood waters and it no longer functions. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was fluid under the lcd display. There was no other damage or issue with the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.